Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Detail of product: item number 0100181540. Item name metasul ldh, head, 54, code t, taper 18/20. Lot # 2386812. Item number 0100185145. Item name metasul ldh, head adapter, s, -4, taper 12/14-18/20. Lot # 2354635. Item number 7417-02-150. Item name unknown. Lot # 1658122. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00458.

Manufacturer narrative:
The manufacturer received x-rays for review. Other source documents (per) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to unknown reasons.